Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, and bowel dysfunction/sacral nerve stim. It was reported that following a car accident the patient (pt) had a loss of therapy resulting in a replacement surgery. The healthcare provider (hcp) confirmed the lead was not functioning and the battery had depleted. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial # (B)(4), product type implantable neurostimulator.

Event description:
It was later reported that the date manufacturer representative was notified about the lack of effect was on (B)(6) and was not sure when the patient first started experiencing lack of therapy. It was noted that the neurostimulator was depleted and was normal depletion.